Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported an insulin flow blocked alarm; the insulin pump constantly kept alarming with high blood glucose alerts and was not working. Blood glucose value at the time of event was 800 mg/dl. The customer experienced symptoms of feeling sick or unwell, tired or weak, increased thirst and extremely dry mouth, lethargy, dizziness, and was slow to move around during the event. The customer was treated with hospitalization and an IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-399a, mmt-1884, mmt-7040a. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. Troubleshooting was declined by the customer for the insulin flow blocked alarm. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to confirm transmitter anomaly (transmitter only lasts 3 days) due to pump was received without the original transmitter. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08775 inches. The pump was monitored for several days and no blank display noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(6) ss event date of 12-jun-2025 and related svn#: (B)(6) customer's event date of 07-jun-2025. On the primary svn#: (B)(6) event date of 02-may-2025 and related svn#: (B)(6) event date of 08-apr-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of 02-may-2025 and related svn#: (B)(6) event date of 08-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) event date of 02-may-2025 and related svn#: (B)(6) event date of 08-apr-2025, these pump error(s)/alarm(s) were noted: replace battery alert was found on: (B)(6) 2025 05:05:00.000, on (B)(6) 2025 05:15:00.000, replace battery now alarm was found on: (B)(6) 2025 05:36:00.000, on (B)(6) 2025 05:46:00.000, power loss alarm was found on: (B)(6) 2025 10:37:03.000, low battery alert was found on: (B)(6) 2025 17:46:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 20:37:59.000. There was no power data available for the event date of 02-apr-2025 and 02-may-2025. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during testing. Sensor expired alert (794) was found on: (B)(6) 2025 22:41:21.000, on (B)(6) 2025 22:51:00.000. Lost sensor 1 alert (780) was found on: (B)(6) 2025 17:06:00.000, on (B)(6) 2025 23:51:00.000, on (B)(6) 2025 05:06:00.000, on (B)(6) 2025 05:16:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.89 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Customer alleged for blank display (pump not working) and no delivery alarm/insulin flow blocked alarm were not confirmed. Unable to confirm transmitter anomaly (transmitter only lasts 3 days) due to pump was received without the original transmitter. Customer alleged for transmitter anomaly (transmitter only lasts 3 days) was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.